Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for liner delamination and components separate during use were confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during procedure, pre-dilatation was performed with a 30mm non-edwards balloon and when retrieving the balloon through the esheath, unusual resistance was felt and it was observed that the radiopaque c-marker of the esheath embolized just after retrieving the balloon.'' Per evaluation of the returned device, the liner was delaminated 4cm in length from the esheath distal tip and, bunched inwards. Additionally, the c-marker was detached and not returned. In this case, it is likely that the operator may apply pull force to overcome the reported withdrawal difficulties, which can delaminate the liner. The use of excessive withdrawal forces to overcome the associated difficulty could cause the sheath tip to sustain damage and/or lead to the c-marker band separation, as reported. As such, available information suggests that procedural factors (device manipulation, excessive withdrawal forces) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 29mm sapien 3 transcatheter heart valve implant in pre-existing tricuspid annuloplasty ring that was presenting severe regurgitation, during the procedure, pre-dilatation was performed with a 30mm non-edwards balloon and when retrieving the balloon through the esheath, unusual resistance was felt and it was observed that the radiopaque c-marker of the esheath embolized just after retrieving the balloon. It was tried to remove the embolized radiopaque c-marker with a snare with of a specific tool without success and it was decided to leave the marker in the suprahepatic vein as per radiologist advice. The valve was then successfully implanted, and patient was stable post-procedure. No actions were planned to be taken. As per images provided, an esheath liner delamination could be observed.